Manufacturer narrative:
Product event summary: one (1) controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter failed visual examination due to damaged internal guides within the output connector; the internal guide aids in connecting the controller ac adapter to the controller. The observed damaged prevented the ac adapter from properly connecting to a controller. Based on the available information, the most likely root cause of the reported event can be attributed to a damaged connector, likely due to wear from normal use. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller ac (cac) adapter connection was broken. The cac adapter was exchanged. No patient complications have been reported as a result of this event.